Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported issue (31010 indicating a sterile adapter pin could be missing or not fully detected). The universal surgical manipulator (usm) was analyzed/tested on an in-house system in normal mode where it failed for not recognizing golden sterile adapter.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting issues with the system recognizing the drape on usm1, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified that the usm was not detecting the sterile adapter. The fse replaced usm1 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci universal surgical manipulator (usm) to perform failure analysis; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is being reported based on the following conclusion: the universal surgical manipulator (usm) was replaced by the field service engineer (fse) to correct an issue that rendered the da vinci system in a not acceptable state. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had been having issues with the system recognizing the drape on universal surgical manipulator (usm) 1. The customer stated that they rebooted the system, and it resolved the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked if the usm could be visually inspected to see if the pins were damaged; however, the customer could not do the inspection. The tse reviewed the system event logs and found several 31030 errors indicating a sterile adapter pin that could be missing or not fully detected. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was addressed by the isi field service engineer who came on site for a repair on 02-may-2023.